Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records it is unknown if the previously explanted unknown mesh was involved in the complications experienced post op since the medical records state only a partial explant of the previous mesh occurred during implantation of the first composix kugel mesh. It was further reported the patient experienced infection, adhesions, perforation, fistula, material deformation and erosion as well as ring break. Adhesions and fistula are listed as known possible adverse reactions in the instructions-for-use. According to the instructions-for-use if the posiflex monofilament is cut or damaged during insertion or fixation, additional complications may include bowel or skin perforation and infection. In regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ the composix kugel device has not been returned for evaluation therefore the allegation and reason for alleged ring break cant not be assessed at this time. While it was reported the patient experienced perforation, the medical records do not indicate any type of perforation to be caused by the composix kugel mesh. This file represents the composix kugel mesh implanted in (B)(6) 2003. Another file has been created to address the second composix kugel implanted in (B)(6) 2004. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with recurrent incisional hernias and underwent an abd exploration with segmental resection of small intestine, repair of recurrent hernia with "composite mesh" (ck #1) and partial explant of unknown mesh. On (B)(6) 2004 - the patient was diagnosed with a recurrent incisional hernia. The patient underwent repair of the hernia with implant of a bard medium composix kugel hernia patch (ck #2). Per the op details "superiorly the edge of the composite mesh (ck #1) was found and bowel and sac were dissected away through the thin membrane that had formed to the mesh (ck #1). The circumferential dissection exposed the mesh (ck #1) superiorly and the fascia inferiorly. A piece of composite mesh (ck #2) was brought into the field. This was placed in the extra peritoneal space and sutured with u-sutures to the previous mesh (ck #1) superiorly and to the abdominal wall inferiorly." On (B)(6) 2015 - patient had an md office visit with complaints of abdominal skin irritation and focal area of soreness with no open wound. Tenderness, warmth and redness were noted on exam. Per the md assessment "abd wall induration, possibly infection vs. Fistulization of small bowel from previous mesh (ck #2) placement. No drainable fluid collection." On (B)(6) 2015 - the patient was evaluated by his surgeon and was diagnosed with "mesh infection and performed exploratory laparotomy with a partial explant of both composix kugel mesh previously implanted. Operative findings for this procedure were noted as "grossly infected area with frank pus stemming down to an old prolene suture which then led to several different pieces of old mesh (ck #1 and ck #2) wadded up together with dense scarring and inflammatory tissue. Three old silastic rings were removed, all of which were already broken." On (B)(6) 2015 - the patient underwent exploratory laparotomy, sigmoidoscopy, incidental appendectomy, small intestine segmental resection and complete removal of both composix kugel mesh due to fistula and ab wound infection. On (B)(6) 2015 - the patient had multiple follow up exams. Of note it was reported that the patient underwent removal of mesh infection secondary to mesh eroding. It was further noted in subsequent visits that the abdominal wound was healing with no signs of infection.